Event description:
It was reported that syringe 1ml ls 26x1/2in india had foreign matter. This occurred on 130 occasions. The following information was provided by the initial reporter: clearly visible foreign particles, dust & insects inside the sealed pack.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1112380; d.4. Medical device expiration date: 2026-04-30; h.4. Device manufacture date: 2021-04-22. D.4. Medical device lot #: 0351429; d.4. Medical device expiration date: 2025-12-31. H.4. Device manufacture date: 2020-12-16.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-21 . H6: investigation summary four photos and thirteen samples were received by our quality team for evaluation. From the photos, foreign matter was observed on the syringe product. From the samples, the team observed jagged holes on the bottom web and particles inside the package. The black particles, which could be sand particles, were observed inside the syringe product and at the corner of the blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance. The distribution center has been notified of this complaint for their awareness. This incident has been added to our database of reported incidents.

Event description:
It was reported that syringe 1ml ls 26x1/2in india had foreign matter. This occurred on 130 occasions. The following information was provided by the initial reporter: clearly visible foreign particles, dust & insects inside the sealed pack.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1112380. Medical device expiration date: 2026-04-30. Device manufacture date: 2021-04-22. Medical device lot #: 0351429. Medical device expiration date: 2025-12-31. Device manufacture date: 2020-12-16. Medical device lot #: 9296036. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-10-23. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 26x1/2in india had foreign matter. This occurred on 130 occasions. The following information was provided by the initial reporter: clearly visible foreign particles, dust & insects inside the sealed pack.